Event description:
While performing shoulder surgery, orthopedic surgeon managed to break off a piece of the suture needle in the humoral head of the patient. Required x-ray and 30 additional minutes of or time to recover.